Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that there were difficulties closing the tim20 instruments. Another instrument was used to complete the case. There was no consequence to the patient.